Event description:
Prodisc-l implanted at l5-s1. Patient had a collapsed disc space and surgeon tried to re-establish normal disc height. The implant did not fail and remains intact. Patient is complaining of pain. Surgeon removed the implant and revised patient to posterior fusion. This is one (1) of three (3) reported submitted on this event.

Manufacturer narrative:
Additional information has been requested. Investigation could not be completed; no conclusion could be drawn as no device was returned. Review of the manufacturing records has been requested.